Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident. The customer was declined troubleshooting. The customer was treated with too much insulin and ate carbs blood glucose was 135 mg/dl sensor glucose 49 mg/dl. Customer received calibration not accepted and changed sensor. It was unknown that the customer did used to auto mode feature at the time of event. The device will not be returned for analysis.